Event description:
On (B)(6) 2024, this patient underwent endovascular treatment for a zone 2 thoracic aneurysm and was implanted with gore® tag® thoracic branch endoprostheses (tbe). The patient tolerated the procedure. On (B)(6) 2024 the patient underwent reintervention for a small late filling endoleak (type/origin unknown) but believed to be near the portal. The portal and the (tsb) were re-ballooned and the physician chose to reline and extend the aortic component also. A late small filling endoleak was still observed and the physician chose to conclude the procedure as he still was unable to determine (type/origin). He will monitor the patient and follow-up with another CT. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.